Event description:
I have a resmed airsense 11 and if placed on "auto" humidification, it leads to a dry mouth/throat; however if the humidity is manually increased there is rainout and makes the CPAP hard to use.